Manufacturer narrative:
The investigation for the thrombocytopenia, access site bleed, and limb ischemia has been completed. The impella device was not returned for evaluation. However, clinical details were provided sufficient to determine the root cause of the access site bleed. The root cause of access site bleeding is determined to be patient condition because the patient is bleeding from multiple locations including the access site. The root cause of the thrombocytopenia and limb ischemia could not be determined without additional clinical details.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding, the complainant had an impella cp support ongoing for a 50-year-old female patient admitted in (B)(6) 2024 for a patient with history of post partum cardiomyopathy and heart transplant rejection. Patient was supported by the impella cp and ECMO and distal perfusion catheter. During the support the purge was changed from heparin to sodium bicarb due to bleeding from all access sites. The support was successful for just under 11 days. Later in (B)(6) 2024 the patient had thrombocytopenia with "definite" relationship to the impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿